Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) felt a sudden increase in stimulation followed by a complete loss of stimulation. In addition, the patient reported, he could no longer establish communication between the scs ipg and the external devices (patient programmer and charging system). A different patient programmer and charging system were tried to no avail. The ipg was explanted and replaced which resolved the reported issue. Effective stimulation was restored post-operatively.